Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2007. The lens was explanted about 2 weeks later due to excessive vaulting. An iridectomy was performed. The lens was exchanged using a shorter lens.

Manufacturer narrative:
.